Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right ventricular (rv) lead exhibited high undefined impedance, no capture and a polarity switch. Oversensing was also noted on the right atrial (ra) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.